Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient had a decrease in vision. When the lens position was checked, z-syndrome was noted. The lens was explanted and replaced with a different model lens of different diopter power. In the surgeon's opinion, the likely cause of the event was fibrosis. The patient's current prognosis is good.

Manufacturer narrative:
The lens was returned to b+l. Visual inspection found the lens cut in four pieces and a portion of the haptic plate damaged/missing. Due to the condition in which the lens was returned, further testing could not be performed. A retain sample from the same lot (7545106) was pulled for dimensional inspection. All measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.